Event description:
It was reported noise was observed during a routine follow up. Tech services suggested to decrease the sensitivity settings and performing a dft test to verify the new settings.

Manufacturer narrative:
No medwatch form was received.